Event description:
It was reported that the patient was having a proximal revision; the reason for the revision was not reported. A priming bolus was being considered. The pump was refilled in the operating room with lioresal 500 mcg/ml at "300.07 day". The hcp didn't "believe patient was getting this drug"; the pump was programmed at the lowest rate of 24 mcg/day. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Used for catheter.